Manufacturer narrative:
Actual device not evaluated because the device is not available to stryker. Evaluation will be conducted and reported in the follow up.

Event description:
It was reported that, "worsening angulation of plate, deformity has increased."